Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver had no audio output. The patient reported that he has not been able to hear the alerts for his low glucose thresholds and has had the ambulance called due to lows during the night when he did not hear alerts. No information was provided regarding glucose levels, symptoms at the time, or any treatment provided. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.